Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The sutures are still attached and there is debris in the shaft. A functional evaluation revealed the knob will rotate and stop clockwise, and the suture cannot be deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation we are unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a s&n device failure. Based on the information provided, the procedure was successfully completed without a significant delay using back-up devices in additional bone holes. No complications were reported. The impact to the patient beyond that which has already been reported cannot be determined. The complaint was confirmed. Factors that could have contributed to the reported event include: (1)incorrect bone hole preparation. (2) improper depth insertion. Or (3) bone hole not clear of material. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a surgery the q-fix anchor could not be inserted in the bone hole, in spite of the knob was turned to deliver and expand the anchor. The procedure was successfully completed without a significant delay using a back-up device in an additional bone hole. No complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.